Event description:
The user attempted to insert the neotrend-l sensor into an argyle 5-0 fr uac. The sensor went about 3-4 cm and then met resistance. The sensor was retracted in order to re-attempt insertion and blood leaked back into the neotrend-l sensor. No report of harm or injury to the pt.